Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report no vibration on (B)(6) 2014. No medical intervention or injuries were reported.

Manufacturer narrative:
(B))4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of no vibration was not confirmed. A root cause could not be determined.